Manufacturer narrative:
Additional information was received that the patient's ipg was non-functional. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg was non-functional and was unable to charge. It was noted that the cause might be the patient's previous surgery which was not device related. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient's ipg was non-functional and was unable to charge. It was noted that the cause might be the patient's previous surgery which was not device related. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was non-functional and was unable to charge. It was noted that the cause might be the patient's previous surgery which was not device related. The patient will undergo an ipg replacement procedure.